Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Low bg anomaly is not confirmed. For additional information regarding the tests performed, refer to (B)(4)¿ appendix e. The pump history file lists 86 boluses on the event date, 9/8/2025. Please see below for the first 10 boluses listed on the event date, 9/8/2025: 09/08/2025 00:09:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 09/08/2025 00:14:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 09/08/2025 00:19:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 09/08/2025 00:24:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 09/08/2025 00:29:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 09/08/2025 00:34:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 09/08/2025 00:54:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u )09/08/2025 01:09:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 09/08/2025 01:14:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). 09/08/2025 01:19:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u). There were no auto suspend events on the event date, 9/8/2025. Please see below for the user suspend on the event date, 9/8/2025: 09/08/2025 18:55:23 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported change sensor alert and experienced hypoglycemia. The customer blood glucose value was unknown, and hypoglycemia was treated with glucagon. The event involved product mmt-1884l,mmt-377a,mmt-332a,mmt-7040a. Troubleshooting was performed for sensor alert and partially performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the incident. No further patient complications were reported. No product return was required for mmt-1884l,mmt-377a,mmt-332a,mmt-7040a.